Manufacturer narrative:
Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02364. It was reported that the patient experienced uncomfortable stimulation due to lead migration. As such, surgical intervention took place on (B)(6) 2020. However, the physician was unable to access the epidural space. Therefore, the procedure was aborted. Additional, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that during the surgery on (B)(6) 2020 the physician was unable to place the lead due to the significant amount of scar tissue. Leads are wrapped around the ipg. Lead and ipg remain in patient.

Event description:
Additional information received indicated that surgical intervention took place on 16 sep 2020 wherein the leads were explanted and replaced with a new lead to address the issue. Therapy was confirmed post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.